Event description:
The patient reported that subsequent to the implant of a protegen sling for treatment, they experienced pain, bleeding and possibly erosion. The patient reproted prolene suture removal and vaginoplasty in 07/01. The patient reported the sling was removed in 2001. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, co is unable to determine if the device met specifications, and co is unable to determine the specific relationship of the device to the event.